Manufacturer narrative:
No samples were received for evaluation. No root cause definition was determinate due to the customer did not provide a sample for evaluation. A device history record review for model dyndtn1512 lot numbers 24075137 and 24075141 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Manufacturer narrative:
Additional lot numbers 24075137, 24075141 if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd gravity set was kinked the following information was received by the initial reporter with the following verbatim. It was reported by customer that they had a kink in tube.